Event description:
Report received from the USA stating that the device was leaking oil. It was reported that the device was no being used in surgery. It is unknown if there were any user of patient injuries or if medical intervention was required. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.